Event description:
The customer complained of questionable inr results for 4 patients from coaguchek xs serial number (B)(4). Of the data provided, there were discrepant inr results compared to the laboratory results for 2 patients. For patient 1 on (B)(6) 2018, the result from the meter was 4.4 and the result from the laboratory was 2.82 inr. For patient 1 on (B)(6) 2018, the result from the meter was 3.7 and the result from the laboratory was 2.49 inr. For patient 2 on (B)(6) 2018, the result from the meter was 4.7 and the result from the laboratory was 2.82 inr. Patient 2 was a female. The laboratory method was stago. There was no allegation of an adverse event. Adjustments to coumadin was based on the laboratory results. The patients were believed to be "stable". The qc was acceptable. The patients have had no changes in diet, no new illness, no new medications, no bleeding, and no bruising. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 29779012) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.